Event description:
The customer reported that mosaiq recorded overdose for one patient.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that mosaiq recorded an overdose for one patient. The investigation found that the customer encountered a linac fault which shut off the beam. It was ascertained from the logs that while closing to clear the fault, 24 mu (out of 85 mu) did not record. It was found from the data logs that a field was sent multiple times to the machine for treatment. Elekta however, can only see that the field was treated for 61 mu, due to the complete partial function that the customer performed. The customer was unable to confirm with varian whether the 24 mu was delivered. Therefore, the field was undertreated by 24 mu. Mosaiq did not have any malfunction and was working as designed and intended. The mistreatment to the patient was assessed to be an insignificant radiation underdose.